Event description:
The implant surgeon, reported the following event: "during a surgery, while tightening the screw, the screwdriver broke." Dr. (B)(6) did not report adverse consequences for the pt. Another screwdriver was used to finish the surgery, without delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.